Manufacturer narrative:
The date of event is exact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported elective replacement indicator (eri) on the left implantable neurostimulator (ins). The patient indicated she slept on one setting and used a different setting during the day. On the morning of the call, she used her patient programmer and it showed the "call your healthcare provider (hcp)" screen, but she could not recall what code had come up. The patient programmer was showing a flashing triangle with an exclamation mark next to an ins battery during the call. It was noted the ins was on at 2.50 on group b. The patient was assisted in switching back to abc mode from icon mode. The patient programmer then showed on and eri. It was indicated the patient was shocked as she thought the ins was good for 7 years. The patient had noted she had to go really high on the left side. No symptoms were reported. The patient's indication for use was parkinsons dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported the device was replaced on (B)(6) 2017 and the event was resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the device was disposed of following the replacement. When inquired about the cause of the implantable neurostimulator (ins) depleting in less than 7 years, it was stated that upon re-reading the notes, the only reason for surgery was "ipg failure". No further complications were reported/anticipated.